Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
The suspect clamp was analyzed, findings as follows: the adjustment screw thread is stripped in the middle of the travel making it difficult to adjust the clamp face. The retainer ring on the tip of the adjustment screw has also been stretched from over tightening.

Event description:
A medtronic representative reported that, while in a spine procedure, an open spine clamp was damaged. It was stated that the surgeon encountered difficulties in screwing the clamp to the spinous process. An alternate open spine clamp was brought in and used to continue the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.